Manufacturer narrative:
It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered atrioesophageal fistula requiring surgical intervention. Over a month after an afib ablation case, an esophageal fistula was found. Caller reported there were no visible signs on the patient during the procedure. Patient was admitted to the hospital 4 days ago with a wide variety of issues. The esophageal fistula was confirmed by computed tomography (CT). Caller reported that the medical intervention was surgical repair of the esophageal fistula. During the repair surgery, esophageal fistula was confirmed aproxx. 4mm off right inferior pulmonary vein. Patient is in critical condition, but the procedure was successful. The physician¿s opinion is that the nature of the procedure and possibly patient¿s condition was the cause of this adverse event. At the time of this report the patient was still in the intensive care unit (ICU). Extended hospitalization was required. No services requested on the generator by physician. Patient was noted to have history of atrial fibrilation (af) and hypertrophic obstructive cardiomyopathy (hocm). Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The mre was performed for the finished device g4c-0883 number, and no non-conformances related to the reported complaint was found during the review. Repair follow-up was performed as the device was not shipped for service or repair. Service was declined by the customer. As such, the reported complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Biosense webster manufacturer's reference number pc-000670842 has two reports related to the same event: MFR # 2029046-2020-00509 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). For product code m490007 (smartablate¿ system rf generator).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered atrioesophageal fistula requiring surgical intervention. Over a month after an afib ablation case, an esophageal fistula was found. Caller reported there were no visible signs on the patient during the procedure. Patient was admitted to the hospital 4 days ago with a wide variety of issues. The esophageal fistula was confirmed by computed tomography (CT). Caller reported that the medical intervention was surgical repair of the esophageal fistula. During the repair surgery, esophageal fistula was confirmed aproxx. 4mm off right inferior pulmonary vein. Patient is in critical condition, but the procedure was successful. Caller also noted that they were burning at 40 watts on the posterior wall with the tag index number of 380 to 420. There were no error messages displayed on biosense webster equipment. Graph, dashboard and visitag were used for force visualization. The visitag stability settings were 2mm for 3sec. Time, 25% force over time (fot) with 3g tag size, respiratory gaiting. The tag color set by surpoint tag index. Esophageal temperature probe was used during ablation procedure to monitor temperature to prevent esophageal injury. The carto system did not indicate to re-zero the catheter. Carto files are not available at this time. The physician¿s opinion is that the nature of the procedure and possibly patient¿s condition was the cause of this adverse event. At the time of this report the patient was still in the ICU. Extended hospitalization was required. No services requested on the generator by physician. Patient was noted to have history of atrial fibrilation (af) and hypertrophic obstructive cardiomyopathy (hocm).